Event description:
On (B)(6) 2010, our operating room #2 lights went out during a procedure while a pt was on the table. Mobile lights were immediately put in place. Biomed inspected the light and found that in the swivel section behind the light head the molex connect which is part of the harness had burned causing it to melt and short the input voltages to ground. At our facility we have 6 of the same equipped operating rooms in which operating room #3 experienced the same exact problem (B)(6) months earlier. No pts were involved in that failure. These units are not covered by a svc contract but getinge/maquet took responsibility to replace the harness and lights in both instances. They evaluated the failure but determined no device correction was needed. Our findings are different. No unit that incorporates a mechanical swivel point should have a connection using a molex connector. These connectors have loose fitting pins internally which move with the motion of the light head. I recommended that they incorporate an amp connector that locks the pins in place but the MFR does not feel it to be necessary. Light bulbs are also continuously blowing because of the loose contact situation. An operating room light going out during an operation is totally not acceptable and extreme pt safety issue.